Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient experienced an infection at his infusion set site. The patient went to a walk-in clinic and the doctor prescribed an antibiotic cream. The name of the cream was unknown. The infusion set lot number was not provided. The infusion set has been discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.